Manufacturer narrative:
Pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that the woke up and the pump was off and the customer removed battery and tried two new batteries and pump will still not come back on. The customer was advised to inserting battery correctly. Customer stated the display did not return. The customer was advised that pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.